Event description:
The customer reported that upon silencing a "yellow, spo2" alarm, the condition then went to red spo2 alarm but there was no re-sounding of the alarm.

Manufacturer narrative:
The customer reported that upon silencing a yellow, spo2 alarm, the condition went to a red, spo2 alarm, but there was no re-sounding of the alarm. A philips field service engineering looked at the customer's configuration of the monitor and found that the spo2 (desaturation) delay is set to 20 seconds. This means that a red alarm will not sound unless the desaturation condition exceeds 20 seconds. The fse and the customer concluded that the values did not stay below limit for more than 20 seconds to trigger the red alarm. When the fse went onsite, he confirmed with the attending nurse that she did not see the red alarm banner on the monitor, rather, she expected it to appear. The fse explained the time delay to both the nurse and the biomed. The available information supports that no device malfunction occurred. Philips considers this report as fully consistent with the expected and intended performance of the device when it is configured for a 20 second desat alarm delay, as this device was configured, and the patient goes in and then out of the alarm condition. (B)(4).